Event description:
According to the customer, "we have had 3 connectors for the medline peripheral continuous nerve block kit connectors fail in the past week. The connector leaks and falls off the catheter".

Manufacturer narrative:
According to the customer, "we have had 3 connectors for the medline peripheral continuous nerve block kit connectors fail in the past week. The connector leaks and falls off the catheter". There was no further information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Date returned to manufacturer.